Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported in the week previous to the call she had symptoms return. The patient reported pain if she increased stimulation too high on program 1. The patient reported the felt stimulation. There were no trauma or falls related to the issue. The patient reported they had an appointment with the healthcare professional (hcp) on (B)(6). It was noted the symptoms were sudden in onset. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.